Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation ni, equals lay user/patient. The event occurred in (B)(6). The customer is not a resident of (B)(6) and was just visiting on vacation at the time of the event. The customer's home country and address information were not provided.

Event description:
The customer complained of questionable inr result from coaguchek xs meter serial number (B)(4) compared to the neoplastin laboratory method. The result from the meter was 4.5 inr. Within 30 minutes the result from the laboratory was 2.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer has lupus. The customer was on unspecified antibiotics one week prior. The customer's current warfarin dosage has yet to be constant. The customer has had no significant diet changes. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.